Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: during the decontamination process the coil was moved out of its sheath. This was difficult due to blood clotted inside the distal end of the sheath. Once this clot had softened in the disinfectant the coil moved out of the sheath. There is still clot on the surface of the distal tip of the coil and in the detachment tip. The coil is attached and the pet lock is intact. The sheath is very difficult to move over the folds in the pusher. The folds in the hypo tube portion and the clotted blood in the detachment tip restrict the motion of the mechanisms and result in a nonfunctional device. Conclusion: the difficulty loading the coil into the catheter could not be verified due to the folded condition of the pusher assembly. There is nothing seen in the structure of the coil or the sheath that should inhibit loading of the coil but the damage to the pusher assembly does not allow for proper evaluation of the device. In addition, the catheter into which the coil was to be loaded was not returned and could not be evaluated for damage that may have contributed to the event. The initial difficulty encountered extracting the coil from the sheath was the result of clotted blood. It is possible that the presence of clot in the sheath could have inhibited its motion as noted in the complaint but this cannot be confirmed. It is possible that some of the coil loops were offset during manipulation and caused friction inside the sheath when moving the coil. There appears to be no device issue associated with the reported problem. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The physician was performing a y090 case and was attempting to introduce the coil into the catheter and met some resistance. The coil was withdrawn into the sheath and then an attempt to re-advance the coil began when the coil this time met resistance in the sheath. The coil was not used.